Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue due to t-wave oversensing was observed on the device. Programming changes were made and oversensing issue was resolved. Patient was stable.